Manufacturer narrative:
Concomitant product: 407645 lead, implanted: (B)(6) 2008.

Event description:
It was reported that the patient occasionally experienced pocket stimulation. It was noted that a polarity switch had occurred, changing the pacing vector to unipolar. Low impedance was also indicating. The lead was reprogrammed to bipolar pacing and eventually capped and replaced during a routine device changeout. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.